Manufacturer narrative:
Per (B)(4) final report: additional information including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma prior to the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. It was reported that the explanted devices could not be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records have identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and ceramic head after 5 days due to dislocation.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been stated that the explanted devices are not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is simiar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and ceramic head after 5 days due to dislocation of the liner.